Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 419mg/dl. It was stated that the customer was experiencing unexplained high glucose since the day before the event. Troubleshooting was performed. Ran a fixed prime and high pressure test and the tests passed. The customer' most recent glucose reading was 113mg/dl, and he has treated with the insulin pump. It was stated that the trainer recommended having the insulin pump replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.